Manufacturer narrative:
Case-(B)(4) the device was returned for evaluation and visually and functionally tested pursuant to qrf-0387 a. It was reported that the clip had to be cut from the deployment tool. Upon inspection, it was found that a fragment of the deployment cable and the proximal suture tie on the pull bar were left attached. Both had been cut as reported. The tip of the deployment cable is intact, but there is a damaged/kinked portion proximal to the tip that has created a snag point. The complaint was confirmed.

Event description:
When clip was deployed and rubber stopper pulled, sutures broke and clip had to be cut from the frame. The clip was properly placed. The case was delayed for three minutes, no patient harm.